Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Patient was reportedly administered lidocaine ointment about one hour before starting treatment. Patient did not report any abnormal sensations, however practitioner reported error message appeared four times, indicating the tip had connection problem during the treatment. Practitioner detached and re-attached tip and treatment continued. After treatment, patient reported experiencing pain in both cheeks. Large area of blisters and burn appeared on patient¿s left cheek and forehead, practitioner immediately treated the patient¿s burn with ice compress for about one and a half hours according to the report. Practitioner also reported prescribing patient topical traditional chinese medicine meibao burn cream at unspecified dosage twice daily. Treating physician advised the ingredients of meibao burn cream include rhizoma coptidis, cortex phellodendri, radix scutellariae, lumbricus, and papaversomniferam l. The medical device was examined by the practitioner post treatment, and nothing abnormal was found.

Manufacturer narrative:
Based on the additional information received, this event is no longer considered a serious injury; therefore the event is no longer considered to be reportable.

Event description:
Follow up information received from the treating practitioner confirmed that the patient was treated with over-the-counter medication. The patient did not receive any other treatment and was reported to have completely recovered.